Manufacturer narrative:
H10: h6: the device, used treatment, was returned for evaluation. A visual inspection confirms the cutting block is chipped, has burrs and deep gouges in the metal. A visual inspection also confirms one of the cutting block post tabs have fractured off. The broken piece was not returned with the device. The device was manufactured in 2017. The device exhibits signs of significant wear and usage. A medical investigation was conducted and this case reports the cutting block was broken during a tka, when a slap hammer was used to remove it from the femur. Per complaint details, there was no patient injury, and the procedure was completed using a backup device, without delay. Therefore, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported during a tka procedure, after cutting the femur, it was necessary to use a slap hammer to take off the device, which caused the piece on the side to break. The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. No patient injury or other complications were reported at the moment.